Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine; further described as ¿some of the minicaps had a lesser amount of iodine and appeared dry¿. There was no damage noted on the minicaps. This was observed during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.